Manufacturer narrative:
Film evaluation results are: a review of angio images during implant revealed that the patient had an infrarenal aaa with a flow lumen diameter of approximately 5 cm. The proximal neck flow lumen diameter was approximately 21 mm just below the lowest left renal, and 1 cm lower flared out to 23 mm. The neck was essentially straight in the l-r orientation. The bifurcate was brought up the right side and positioned just below the renals. The stent graft was then seen deployed down to the release of the gate, which opened in the a-p orientation. The remaining ipsi limb and suprarenal stents were then seen having been deployed. The contra limb was placed proximally into the gate with appropriate overlap to the level of the flow divider, and was implanted distally into the left common iliac. The bifurcate ipsi limb was extended with another limb into the right common iliac. Ballooning was then seen performed within the entire stent graft. Final angio (still images) confirmed that the bifurcate was implanted just below the left renal artery. The bifurcate proximal od measured approximately 22 mm. Angio injection from above the suprarenal stents showed contrast along both sides of the bifurcate near the level of the flow divider. From the right side an aortic cuff was brought up and deployed just above the level of the bifurcate. The cuff was then see ballooned. Final angio with the catheter above the renals and then pulled down into the aortic body, again showed contrast near the level of the bifurcate flow divider. The stent graft and vessels outside the devices were all patent. The exact cause and source of the endoleak seen during implant could not be determined. The films were all static images; therefore, a complete assessment of the endoleak could not be performed. However, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, during the procedure, there was a type IV blush endoleak at the level of the bifurcate flow divider. The physician attempted to model the bifurcate stent graft, using an unknown balloon, several times but the endoleak did not resolve. The physician then elected to implant an endurant ii aortic cuff extension but the endoleak did not resolve. The physician completed the procedure with the endoleak still present. Per the physician, the cause of the endoleak was due to stent graft fabric issues. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.